Manufacturer narrative:
The reported meter was returned and investigated with retained test strips and no new issues were observed. The meter powered on with button depression and with strip insertion. Three control solution tests were conducted and all results were within the range specification. A burned screen was not observed on the meter. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reportedly stated their "meter is like burned in it." There was no report death, serious injury or mistreatment associated with this event.